Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow up, high threshold, low impedance, and low sensing were observed. The lead was repositioned successfully.